Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 99% stenosed lesion was located in a calcified and highly tortuous right coronary artery. The physician inserted two guidewires and pre-dilated with a non bsc balloon for 30 seconds. A 2.50x16mm taxus liberte' drug eluting stent was advanced to the lesion and when the physician went to deploy the stent it was noted that the stent had dislodged. The stent was retrieved with a snare. The procedure was completed with another taxus liberte' stent. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.